Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the operator opened the new cusa clarity 23 khz handpiece (c7023) and checked it, there was a burnt part in a part of the cord. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Cusa clarity 23 khz handpiece (c7023) was not returned for evaluation and lot number and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.